Event description:
The patient (pt) was undergoing an l4- l5 vertebral radio frequency ablation. Doctor (md) was on the right side of l5 to complete the procedure. While trying to gain access to the space needed the peak material, of the instrumentation used, broke off in the vertebral body. The instrumentation used was relievant intracept system ref# fg0060, lot# 127320123, exp: 07/20/2025. When the instrumentation break was noted, the procedure was aborted on l5. After discussion, no attempts were made to remove the peak material. L4 was completed without complication. I witnessed md speaking with the spouse immediately following the procedure notifying her that the peak material had broken off and remained in the patient. He discussed, with the spouse, how the material should remain in and not be attempted to be removed. He was able to answer her questions and concerns. She stated understanding and had no further questions. The patient was in recovery room in stable condition post procedure. Attempted but aborted right l5: once the trocar was in the posterior aspect of the l5 vertebral body, the bevel tip stylet was removed from the cannula and the curved cannula assembly (cca) with the nitinol j- stylet was inserted. The spin wheel was rotated counterclockwise permitting excursion of the j-stylet. The curved cannula assembly was then attempted to be advanced using a mallet in 1-2 mm increments. Unfortunately severely sclerotic bone was observed. The j- stylet was then attempted to be removed but was stuck in the bone. The spin wheel was rotated clockwise in an attempt to remove the j-stylet. The peak sheared off in the pedicle and the rest of the assembly, including the j-stylet was removed. Approximately 2cm of peak was sheared off and left in the right l5 pedicle.